Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential adverse event associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the stenosis is unknown; however, it is likely to be related to the pre-existing disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. System updates pending: method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure, human factors.

Event description:
As reported through our (B)(4) affiliate, approximately 1 year post implantation of a sapien 3 valve, re-stenosis occurred and a second sapien 3 valve was placed. Of last communication, on day 17 post procedure, the patient was discharged to a rehabilitation center.

Manufacturer narrative:
Cine images were submitted for review. The following observations and impression were made by an edwards physician proctor. Angiography: only first valve implantation cine images available. No images of 2nd valve available (viv) initial implant in 2014. Bav performed (size unknown). Valve is well deployed (slow and controlled inflation) landing in good position. Valve implanted well, expansion is good, but not fully expanded. Observations: unable to confirm stenosis with available imaging. Increased valve gradient after one year is unusual. Recommend post dilatation for a valve area 0.7cm ² and coumadin administration.